Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was not able to fire. The surgeon was able to press the green button but could not squeezed the handle. The instrument cracked when the surgeon fired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.